Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device. The fse powered the unit back on, examined the communication sled, opened all drawers on both main and auxiliary, opened back panels performed a full visual inspection of internal components, monitored for 10¿15 minutes, confirming normal functionality and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine smelled like it was burning. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another station. There were no adverse events or injuries reported based on this event.